Manufacturer narrative:
Concomitant medical products: product ID: 64001, lot# n251196, implanted: (B)(6) 2012, product type: adapter. Product ID: 3550-09, lot# lc0404, implanted: (B)(6) 2005, product type: accessory. Product ID: 3387-40, lot# l75840, implanted: (B)(6) 2000, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012-, product type: extension. Product ID: 3387s-40, lot# v530092, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that, in (B)(6) 2013, the patient¿s left implantable neurostimulator (ins) was infected (the patient had bilateral ins systems implanted). If additional information is received, a follow up report will be sent.